Manufacturer narrative:
The complaint is not confirmed. Upon visual inspection, it was noted that one side at the distal end of the driver is broken. However, the sutures assembly (corkscrew, suture, and needles) was not returned for investigation. No problem found.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a biceps tendon surgery the thread of two anchors broke off inside the patient at the front part of the anchor, so that they could no longer be used. When it was changed to another batch, the problem no longer occurred. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.